Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the patient had valve implanted for 1 year and was experiencing spikes in icp. The doctor decided to do exploratory surgery. When valve was explanted it was tested and was found to be working fine. There were no occlusions noted. The doctor would like to have further testing done by our company.